Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep spoke with the initial caller on the day of the report and the he said that he shut the system off and turned it back on and the problem had resolved itself; the caller stated that the system had rebooted itself. The caller declined to meet with the rep personally to check the system out since everything was working well. It was noted that the caller would reach out for any future issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was having sharp shocks around the incision area below neurostimulator (ins) are, like electrical jolt in the buttocks area. Caller stated patient decreased stimulation but it was not helping. Caller stated he is familiar with turning therapy off with the patient programmer. Caller stated he helps his wife with charging the implant. Patient confirmed to falls or trauma related to this issue. Caller was redirected to follow up with healthcare provider. No further complications were reported/anticipated.